Event description:
Event description guidant received information that this implantable right ventricular lead dislodged 10 days post implant, and that this implantable left ventricular epicardial lead exhibited elevated pacing thresholds. The emergency room physician stated that every time the patient moved her arm, the myopotentials were oversensed, and resulted in brief episodes of pacing inhibition. The visit to the emergency room would indicate that this patient was symptomatic with the pacing inhibition, as this patient is pacemaker dependant. However, the physician did not report if there was a loss of consciousness. Technical services (ts) discussed decreasing the sensitivity of the right ventricular lead to reduce oversensing, but this was unsuccessful. Ts advised repositioning the right ventricular lead.